Event description:
During the shift check, the autopulse li-ion battery (sn unknown) was found to be stuck in the autopulse platform (B)(6). No patient involvement. A zoll representative visited the site and successfully removed the battery. However, the battery continues to jam during reinstallation, requiring partial disassembly of the unit to correct the issue.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.